Event description:
A pt experienced red eyes, myalgia, arthralgia, anxiety, nauseousness, vomiting gastric liquid, headache, chest pain, photophobia and back pain ("no pleuritic"). The pt's symptoms appeared immediately upon initiation of the hemodialysis session. "The pt was admitted to the hospital and the treatment is symptomatic". Specific treatment during hospitalization is unknown. The symptoms gradually diminished after the pt was changed to a fresenius f80a dialyzer in the hospital. The physician at the center reports that this was the pt's first hemodialysis treatment and that the pt is fully recovered.